Event description:
Per the clinic, the device was explanted on (b)96) 2013 for unspecific medical reasons. The patient was reimplanted with a new device during the same surgery. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
Per the clinic, the device was explanted due to foldover of the electrode array. This report is filed november 14, 2013.

Manufacturer narrative:
(B)(4).